Event description:
The user facility reported that the upper panel of their amsco evolution sterilizer fell and contacted an employee's head. The employee did not seek medical treatment and continued to work. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the screws that hold the upper panel were loose, subsequently causing the reported event. A cause of the loose screws could not be determined. To resolve the issue, the technician reattached the upper panel and the screws that hold it. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.